Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) generated maintenance request code #5 at the time of hospital inspection. There was no health hazard.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered a cylinder pressure value deviation. A calibration was executed with an operating time of 14856h. If any relevant information is received in the future, the complaint will be opened and updated accordingly.

Event description:
It was reported that during routine check at the facility, the cs300 intra-aortic balloon pump (iabp) generated maintenance request code #5 at the time of hospital inspection. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated maintenance request code #5 at the time of hospital inspection. There was no health hazard.